Event description:
It was reported that multiple episodes of non-sustained ventricular oversensing were observed via remote transmission. Externalized conductors were noted. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was not explanted and remains implanted. Another instance of oversensing was observed. Review of the session records revealed noise. The asymptomatic patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction required to change the reporter country from (B)(6) to (B)(6).